Event description:
We have been using abbott's freestyle strips for about 9 years. In the last couple of months, we noticed the blood glucose reading did not align with other meters in the house as the readings were always lower. This has caused an increase in our 8 year old's type 1 diabetes a1c which became impossible to control bg levels were shown to hit 32 at school at one point. Terribly unsafe for a child who is hypoglycemic unaware. Since using the new strips after the recall, his blood sugar has stabilized to be in range 70% of the time.